Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify unresponsive keypad due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and keypad anomaly. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Insulin pump was exposed to moisture. Customer stated that insulin pumps buttons not working. No harm requiring medical intervention was reported. The device will be returned for analysis.